Event description:
Primary screws were inadvertently used with reverse components resulting in dislocation and subsequent revision. Humeral liner was loose and not connected anymore; stem was loose as well and able to be removed with little force. This event occurred outside the united states in (B)(4).

Manufacturer narrative:
Device was not returned to MFR for eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.